Manufacturer narrative:
Trackwise (B)(4). Corrected section: h6 - medical device ¿ problem code from "1431" to "1198". The device was returned to the factory for evaluation on (B)(6)2024. An investigation was conduced on (B)(6)2025. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or intact silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke and/or steam were observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073. The device successfully transected tissue four (4) times. A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test (B)(4). The resistance value was measured at 0.68 ohms which is within specification. The device passed the temperature measurements test. Based on the returned condition of the device as well as the evaluation results, the reported failure "electrical /electronic property problem" was not confirmed. The lot # 3000436417 history record review was completed. There were ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during endoscopic vessel harvesting procedure, the hemopro 2 (product number vh 4000) was not activating when attempting to litigate the branches. Dissection was completed successfully. The hp2 extension cable and adapter cables were switched with new ones along with a new generator set at 3. The issue repeated, and the device was removed from the surgical field. A new hp2 was opened and completed the procedure successfully. There was a surgical delay of around 5 mins. No injuries occurred due to the defect and the defective kit was saved so it could be returned for evaluation.